Manufacturer narrative:
Literature citation: fangxiang chen, wenzhuan he, kelly mahaney, jennifer noellera, nakhle mhanna, stephen viljoen, james torner, patrick hitchon "alternative grafts in anterior cervical fusion" mean age: 50 years gender: 12 females and 8 males (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported in the literature titled ¿alternative grafts in anterior cervical fusion¿ that the clinical and radiographic outcomes in patients undergoing anterior cervical discectomy with fusion (acdf) using carbon fiber reinforced polymer (cfrp) cages, or allograft were compared. Cases of acdf using allograft were retrospectively reviewed in 20 patients, and cfrp in 19 who had sequential radiographs before and after surgery, and at 1 year. There were no apparent significant differences between the 2 groups in age, gender, or complications. At 12 months, there were no cases of construct failure, and fusion appeared to have been achieved in patients of both groups. In allograft group cage and anterior cervical plates were implanted. In allograft group there was 1 patient with dysphagia and vocal cord paralysis.